Event description:
It was reported to st. Jude medical that during a routine follow-up, the device displayed a reset warning message. Several unsuccessful attempts to interrogate the device were made. The decision was made to replace the device. During the replacement, lead insulation failure of the p/s pin was observed. It was successfully repaired with medical adhesive and a suture sleeve to maintain it in position. Lead measurements were normal and sensing was okay without any noise on the egm. The lead remains implanted.